Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported that no tidal volume was delivered at a oxygen setting of 21%. It is not known whether the ventilator was connected to pt or not at the time of the event.